Event description:
Reportedly, when the surgeon closed the stapler down, squeezing the handles, the stapler crunched and broke a piece of plastic off and this made it hard to open up the instrument. The surgeon was able to get it opened and the anastomosis was fine. No patient injury.